Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 47493500903; lot# unknown. E1: full establishment name - royal cornwall hospitals nhs trust. G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of a zps system approximately one (1) year and three (3) months ago as part of a clinical study. Subsequently, the patient presented with increased pain, stiffness, and swelling around the ankle approximately eight (8) months post-implantation. X-rays taken showed a fractured screw. The patient is pending a planned revision surgery on an unknown date to remove the fractured screw. Currently, the patient is reported to still be on a waiting list. Attempts have been made and no further information has been provided.